Manufacturer narrative:
Conclusion: based on inspection results and the DHR review, the returned product has been found to be within spec. Lack of integration is a known adverse effect for all dental implants as stated in our IFU. The overall success rate for dental implants is about 95%. Therefore, the implant failure is most likely due to causes other than the product such as surgical mistake, pt bone condition, pt oral hygiene, or pt behavior.

Event description:
The product was returned as an implant failure because of instability and infection. Based on the report, the pt had good oral hygiene, moderate bone quantity and type 2 bone quality. A one stage surgery was done. The fixture was placed in tooth (B)(6). No bone augmentation material was used. The doctor indicated that the device was not received damaged or defective such that it would not perform as intended. The implant was removed because of infection and pain. The pt outcome was reported as stable, but the treatment was ongoing. The site will be allowed to heal and another implant will be replaced later.